Manufacturer narrative:
Other, other text: additional information was received indicating issue was found prior to use with patient. Updated h6.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of air in line messages. To further investigate, a functional test was performed. Customer problem was duplicated. There was a defective air detector found. Root of the defect is unknown; but the air detector will be replaced. No further actions taken.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had air in line. It is unknown if there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.